Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that the joystick sometimes won't turn on and sometimes won't turn off. Provider states that the joystick not turn on at all.